Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient reported that the cassette came apart from the catheter. The cassette was on the ground. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2023, it was confirmed that the cassette had opened and become contaminated. The patient had pd cultures taken and was diagnosed with peritonitis. The patient was prescribed antibiotic therapy (drug, route, dose, frequency, and duration unknown). Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal and likely causal relationship between pd therapy utilizing the single connect liberty cycler set and the patient event of peritonitis. The patient was in pd therapy utilizing the cycler set and reported that the cassette came apart from the catheter and that the cassette was on the ground. The pdrn stated that the cassette was open and became contaminated. However, it is unknown at what point in the set-up of the treatment or the treatment itself that this event reportedly occurred. Following the instructions in the liberty select cycler user¿s guide documents the cassette being seated correctly and closed into the pump module prior to the catheter extension set being connected to the patient line. For the cassette to come apart from the catheter and result with the cassette on the floor, several steps would have to occur including the pump module door opening and the patient line connector disconnecting. Without additional information it cannot be confirmed how the cassette was opened and became contaminated as stated by the pdrn. No product sample has been returned for evaluation. Based on the available information, the liberty cycler set cannot be excluded as the cause of the patient¿s peritonitis.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient reported that the cassette came apart from the catheter. The cassette was on the ground. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2023, it was confirmed that the cassette had opened and become contaminated. The patient had pd cultures taken and was diagnosed with peritonitis. The patient was prescribed antibiotic therapy (drug, route, dose, frequency, and duration unknown). Attempts to obtain additional information were unsuccessful.